Event description:
It was reported by the customer that upon inspection of surgiphor when being pulled for a case dried residue of the pvp-I solution hinted at a slight leak and other debris in the sterile tray.

Manufacturer narrative:
Customer reported upon inspection of the surgiphor bottle, when being pulled for a case drived residue of the pvp-solution hinted at debris int he sterile tray. No patient impact has been reported. Awaiting samples evaluation to determine a potential root cause. Investigation is ongoing at this time. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: h11: this supplemental MDR is submitted to document the result of investigation performed to analysis root cause. Returned sample confirmed one surgiphor bottle that is leaking of solution which caused the package tyvek and plastic tray stained with the brown solution. A definitive cause of the leakage was not determined at this time. A device history record review found no non-conformances associated with this issue during production of this batch. The most probable root cause can be attributed to post manufacturing handling. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10, h11. Corrected field: c8 (expiration date). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that upon inspection of surgiphor when being pulled for a case dried residue of the pvp-I solution hinted at a slight leak and other debris in the sterile tray.

Manufacturer narrative:
Customer reported upon inspection of the surgiphor bottle, when being pulled for a case drived residue of the pvp-solution hinted at debris int he sterile tray. No patient impact has been reported. Awaiting samples evaluation to determine a potential root cause. Investigation is ongoing at this time. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.